Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip xtw was selected for treatment, but the lock line was too tight under the lock lever cap, and was not possible to remove, requiring a tool to be used to release the lock line. The lock line was removed. The clip was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult lock line removal was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.